Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had missing segment/partial display. The customer was assisted with partial display troubleshooting. The customer's blood glucose level was 180mg/dl at the time of the incident. The customer stated that insulin pump was exposed to direct sunlight and had a blue screen. The customer was advised to stabilize the insulin pump at room temperature, but the blue screen did not disappear. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.